Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported getting multiple error codes. Tac instructed the customer to clean the contact pins, reseat the communication cables between the cvl and the cv unit and turn the tower off/ plug in the endoscope and turn the unit on. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered corroded video connector unit pins causing flickering image and needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, getting multiple error codes on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error code b30 was due to faulty specific scopes and the flickering image was like due to a faulty video connector socket due to line accumulating inside the socket. The following information is stated in the instructions for use (IFU): ¿[6.3 connection of an endoscope] make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. [8.1 care]. Do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. [8.2 storage]. Store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.